Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to the high blood glucose level (B)(6) 2018. The customer¿s blood glucose level at the time of the incident was 460 mg/dl. The customer¿s current blood glucose level was 329 mg/dl. Other relevant blood glucose level of the customer was 260 mg/dl and 237 mg/dl. The customer was treated with insulin pump. The customer was experiencing nausea due to high blood glucose level. Customer was wearing the insulin pump at the time of hospitalization. Customer was assisted with the troubleshooting. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.